Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of lymphadenopathy, seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breasts were enlarged .persistent shortness of breath, insomnia, difficulty concentrating, acne, pain, enlarged lymph nodes, rupture, seroma and capsular contracture baker grade iii.

Event description:
Patient reported "breasts were enlarged, persistent shortness of breath, insomnia, difficulty concentrating, acne, pain, enlarged lymph nodes. In addition, explanting physician has reported rupture, seroma and capsular contracture, baker grade iii-IV. Device has been explanted. This relates to the right side.

Event description:
Patient reported breasts were enlarged, persistent shortness of breath, insomnia, difficulty concentrating, acne, pain, enlarged lymph nodes. In addition, explanting physician has reported breast implant illness specifically; fatigue, pain, bones, joint discomfort, sleep disorder, muscle and joint paint , rupture and capsular contracture, baker grade iii-IV. Device has been explanted. This relates to the right side.

Event description:
The previous medwatch submission reported rupture and seroma-late the events are being un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.